Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original packing. Batch number on the big bottom cap was 22k07ged81. As received condition, the sample was not clamped, and wing cap was not attached. Investigation results: when the discofix cap was removed, crack was observed at the filling port. When solution was filled, leakage was observed at the connection between the big bottom cap and the tubing. This is a known defect and CAPA has been initiated to address step down tube to triangle tube leakage issue. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): "chemo leakage." According to the customer: "a white trace was found on the patient's banana, where the infuser is placed. On closer inspection, it was found that there had probably been a leak of product and crystallisation in the infuser. There are no crystals in the tubing. The patient has no side effects, the skin in contact with the banana has no lesions. No direct consequences for the patient, just the 24 hours of treatment that was not administered. The infuser was stopped. The doctor was notified. There were 24 hours of product left to flow which the patient did not receive. The skin was rinsed and the banana and the infuser were discarded (kept). The patient was kept under surveillance until the following morning. Sample available for this case.